Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 21 complaints, regarding 24 devices, for this device family and failure mode. During this same time frame (B)(4)devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised: if any visual damage or defects are noticed during use, stop using the device immediately and replace the device. Use care when inserting into and withdrawing the probe from a cannula or tissue portal to avoid the possibility of damage to the devices and/or injury to the patient. Do not insert, withdraw or touch the active tip of the probe when power is being applied. This may result in an unintended surgical effect, injury, or device damage. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn was being used during a shoulder arthroscopy procedure on (B)(6) 2021 when it was reported "the distal part of the probe was broken during the surgery. Fortunately, they got it without problems and without issues for the patient." There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed with another like device and with no delay in the procedure. Follow up assessment confirmed that all pieces were removed with a grasper. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.